Event description:
It was reported to the manufacturer, by the end user, per the end user, that patient fell head first out of sling on patient lift model hpl700, using an extra large loop 2020 design loop sling fullback, disposable. It is noted and pictures prove that the sling used on the lift was not a joerns manufactured sling. Complaint # (B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.